Event description:
It was reported that the patient presented to the emergency department after the device delivered multiple shocks in response to detection of ventricular tachycardia (vt) and ventricular fibrillation (vf). It was determined through interrogation that the right atrial (ra) lead had exhibited intermittent undersensing during the recorded episodes, and it was suspected that rapid ventricular responses to atrial tachyarrhythmia had been incorrectly detected as vt/vf. Approximately one month later, the patient received additional shocks due to detection of vf, with atrial undersensing again noted during the recorded episode. The device and ra lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient received 19 inappropriate shocks due to atrial fibrillation with rapid ventricular response. The patient¿s system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.